Event description:
It was reported that a damaged #3 contact was found when temporary lead cover was removed during stage two surgery. It was added that during the stage two procedure, the left lead was removed from its pocket. The end of the lead was covered using the temporary cover with the boot. The right lead had only the cover and no boot. When the doctor took off the temporary cover on the left side, he did follow the directions in removing the boot and cover. When he removed the cover, the #3 contact was visibly damaged and bent at 90 degrees with a few frayed wires exposed. The doctor was able to fit the lead into the extension and cover with the boot. Impedance reading was noted as normal. It was noted that the right side lead end looked normal when the temporary cover was removed and impedances were ¿good¿.

Manufacturer narrative:
Product ID 3389s-40, lot# v091844, implanted: 2008 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).